Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al9590 number, and no non-conformances were identified. Summary: two pictures were received for analysis. Upon visual inspection of the pictures, the following was observed. The first picture shows an unopened sample of product code (B)(4), the lot number is not visible. The second sample show a holder with a detached needle, no suture is available. In addition, was noted that the needle has lost the shape curve apparently due to use. No conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery in 2020 and the suture was used. It was reported that the needle was dismounted from its base while suturing muscle, being ejected towards the floor. Fortunately, it was found. There were no patient consequences reported.